Manufacturer narrative:
The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it has been reported that protaper next nitifile x2 25mm file was broken during use. The broken part was not retrieved. There is no patient injury occurred.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1541046). Root causes are not identified. We will track this kind of event and monitor the trend.